Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, errors had occurred on system startup. The Technical Service Engineer (TSE) first had the customer perform a full hard power cycle and reseat all blue fiber cables, after which the system had powered up and the ready tone had been heard. The customer then called back when the error had returned, and the TSE had the customer disconnect one Console and restart the system, but the error had remained. The TSE next had the customer power down, swap the Console connections, and power back up, after which error 31004 had been present and had persisted even after the retry option had been selected.The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE confirmed the reported errors and replaced the Console 1 Foot Tray to resolve the issue. The system was tested and verified as ready for use. ISI did receive a da Vinci product involved with this complaint to perform failure analysis. The failure analysis of the Foot Tray is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.